Event description:
It was reported that the pump battery was depleting too quickly, leading to a pump shutdown. This resulted in the customer's blood glucose level rising above 500 mg/dl, although the highest value was not specified. As a corrective action, the customer administered a correction injection using multiple daily injections (mdi) and did not require assistance from a third party. Technical support educated the caller about the normal battery depletion rate of 15-35% per day, which the caller understood and acknowledged.